Event description:
It was reported that asymmetric lens vaulting was noted 3 months post-implant in the patient's right eye. Reportedly the surgeon addressed the lens vaulting by lens reposition and capsular tension ring (ctr). Reference MDR #2031924-2014-00169 for the lens used in the left eye. Additional information has been requested, but no additional information has been received by bausch and lomb to date.

Manufacturer narrative:
The lens remains implanted, therefore it is not available for evaluation. The lens serial/lot number was not provided, therefore, a device history review (DHR) could not be conducted. Based on the current information, the specific root cause of the event could not be determined.